Event description:
Boston scientific received information that this chronic right ventricular (rv) pacing lead was surgically abandoned and replaced during the device replacement procedure. When the pocket was opened, severe discoloration was observed on the insulation, with some cracking also visible. It was reported that the pacing impedance measurements had been lower, between 240-300 ohms. There was significant noise on the lead, which was oversensed and resulted in pacing inhibition. The patient was pacemaker-dependent, with an intrinsic rhythm of less than 30 bpm. However, no adverse patient effects were reported due to the lead issue.

Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.